Manufacturer narrative:
Model number provided is for a brush head variety pack which is an accessory to the sonicare toothbrush. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that bristles from the sonicare brush head were falling out in their mouth.